Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Complete information for section a1 patient identifier = sid (B)(6).

Event description:
The customer observed a falsely depressed alinity I free t4 result for 5 patients. The samples were repeated with higher results with another lot number. The following data was provided (customer provided reference range: 9.01 to 19.5 pmol/l): sid (B)(6), reagent lot 61390ud02, initial result = 8.52 historical result from july 5 = 11.14 sid (B)(6), reagent lot 61390ud02, initial result = 8.59 historical result from may 20 = 11.92 sid (B)(6), reagent lot 61390ud02, initial result = 8.68 historical result from june 3 = 9.57 sid (B)(6), reagent lot 61390ud02, initial result = 8.35 historical result from june 1 = 10.56 sid (B)(6), reagent lot 61390ud02, initial result = 8.39 historical result from may 4 = 12.51 the same samples were repeated with an older lot of reagents: sid (B)(6) , reagent lot 57607ud00, result = 9.72. Sid (B)(6) , reagent lot 57607ud00, result = 9.75. Sid (B)(6), reagent lot 57607ud00, result = 9.66. Sid (B)(6), reagent lot 57607ud00, result = 9.59. Sid (B)(6), reagent lot 57607ud00, result = 9.67 no impact to patient management was reported.

Manufacturer narrative:
The complaint investigation for falsely elevated alinity I free t4 results included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and in house testing. Data and information provided by the customer were reviewed and support the complaint issue. Return testing was not performed as returns were not available. A ticket search by lot indicates that the reagent lot performs as expected for this product. In-house performance was completed using retained reagent samples of lot 61390ud00 of which 61390ud02 is a sublot containing the same components. Testing met acceptance criteria and the product is performing as expected. The device history record review did not show any nonconformances, potential nonconformances, or deviations associated with the lot number and complaint issue. Labeling was reviewed and found to be adequate. Based on the investigation, no systemic issue or deficiency of the alinity I free t4 for lot number 61390ud02 was identified. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed a falsely depressed alinity I free t4 result for 5 patients. The samples were repeated with higher results with another lot number. The following data was provided (customer provided reference range: 9.01 to 19.5 pmol/l): sid (B)(6) reagent lot 61390ud02 initial result = 8.52 historical result from july 5 = 11.14. Sid (B)(6) reagent lot 61390ud02 initial result = 8.59 historical result from may 20 = 11.92. Sid (B)(6) reagent lot 61390ud02 initial result = 8.68 historical result from june 3 = 9.57. Sid (B)(6) reagent lot 61390ud02 initial result = 8.35 historical result from june 1 = 10.56. Sid (B)(6) reagent lot 61390ud02 initial result = 8.39 historical result from may 4 = 12.51. The same samples were repeated with an older lot of reagents: sid (B)(6) reagent lot 57607ud00 result = 9.72. Sid (B)(6) reagent lot 57607ud00 result = 9.75. Sid (B)(6) reagent lot 57607ud00 result = 9.66. Sid (B)(6) reagent lot 57607ud00 result = 9.59. Sid (B)(6) reagent lot 57607ud00 result = 9.67 no impact to patient management was reported.